Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 420-440 mg/dl. A replacement pump was sent to the customer to resolve the issue

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.